Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump completed a 24 hour duration test with no alarms or warnings. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. The pump passed a delivery accuracy test with no delivery defects found. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.